Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The biomed reported that the clinical staff did not hear a yellow spo2 alarm. The device was in use monitoring patients.no adverse event was reported.